Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2010 alleging that the onetouch ultra2 meter has an apply sample issue. The pt manages her diabetes with self adjusting insulin. The product issue began on (B) (6) 2010 during the afternoon. The patient took his usual novolog insulin dose at the time of concern. Sometime after, the patient claimed she developed symptoms described as "shaky and eyes bugging out." There was no allegation of treatment for severe hypoglycemia or hyperglycemia. The product issue was resolved with training. Replacement products were replaced. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.